Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have gone to sensor training and states she is receiving cal error and insulin pump was beeping. Customer's blood glucose was 400 mg/dl. Customer also reports to have received change sensor, bad sensor alerts and blood glucose versus sensor glucose differences. Customer also reports to have noticed bent cannulas in previous sensors. Customer was educated on proper insertion of sensors. No further information provided.